Event description:
The customer reported the au5800 clinical chemistry generated three (3) erroneously low sodium patient results due to negative anion gaps. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided one (1) patient result example.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined multiple components malfunctioned. The fse replaced all electrodes (sodium, chloride, and potassium) and the sample probe to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).